Event description:
On (B)(6) 2003: repair of right inguinal hernia implanting a bard kugel hernia patch. During this procedure a repair of an umbilical hernia was also performed implanting a bard ventralex hernia patch. On (B)(6) 2006: pt presented with pain and the mention of a pulling sensation at the operative site in the inguinal region after lifting a mower. Pt described it more of a numbness and tingling. No treatment is noted. On (B)(6) 2007: pt had a surgical consultation. Per exam notes the pt's incisions were well healed with no abd signs. Imaging was noted to be negative at that time. It was also noted that the pt reportedly saw a urologist. There are no records of this visit. There is no further info or documentation for this pt. It is unk if the pt had any further treatment administered.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the info received, it can not be determined if the mesh may have caused or contributed to the reported pain experienced by the pt after implant. With the currently available info, no firm conclusions can be drawn. If add'l event and/or eval info is obtained, a follow-up MDR will be submitted.